Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was sleeping when the insulin pump alarmed with motor error followed by off no power. The patient's blood glucose at the time of incident was 114 mg/dl. Troubleshooting occurred for the motor error alarm. He drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind and prime without incident as well. Troubleshooting was then initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm; the off no power alarm has occurred 3 to 5 times without a low battery warning preceding the alarm.the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged; the customer was currently using a battery cap that they had received two days ago. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.